Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.